Manufacturer narrative:
Follow-up #1: date of submission 04/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2016 with the following findings: the pump powered on to the verify screen with audible and vibratory features. The pump was exercised for 24 hours with no unprogrammed boluses delivered or recorded in the pump history. A 10u normal bolus and a 10u audio bolus were successfully programmed and delivered with no issues. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were extra bolus deliveries in the pump history that the patient did not program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.